Event description:
As reported, the aspiration needle malfunction. During an ebus (endoscopic bronchoscopic ultrasound) bronchoscopy procedure, the needle malfunction, then the needle was fixed in location with tightening screw and if the scope was moved at all, the green sheath still advanced by several millimeters and were unable to get the scope apposition. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.